Event description:
My original shoulder keeps going out. They put a new one in and it still does the same thing, only worse. It goes out 3 or 4 times a day. If I had surgery on it 50/50 I will lose usage. Ref # 1136-42-026 lot # dp5mwa000 crosswalk anchor seg glenoid. Ref # 1128-48-110 lot # c4hci1000 shoulder electric head, ref # 1137-12-000, lot # c44dcc000 stem.